Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (hip/buttocks) while wearing the device between 24 and 36 hours. The patient reports the pod infusion site had a lump and was hot to the touch. In addition the patient reports having a temperature of 100.4. The patients reports their blood glucose level had rose to 296 mg/dl. Once at the hospital the patient was diagnosed with cellulitis. The patient had a sonogram administered. The patient was prescribed doxycycline to be taken for 10 days. The patient was released from the hospital after 2 hours.